Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 500-03-xxx tritanium solid shell. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
(B)(6) reported lucent lines around some primary tha patients who had received a tritanium cup. He estimates it is currently limited to 2 patients at the same hospital and asked about the prevalence and safety of this occurrence. Patient may require longer term x-ray monitoring to ensure cup is stable and bony on growth is successful. If not, patient may need revision surgery to stabilize cup.